Manufacturer narrative:
Pump was received with original battery cap. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap locked properly into the reservoir compartment. No battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a low battery alert on the event date of 11/23/2022 at 00:00:00.000 or 12:00:00 am and was expected. Pump alarmed a power loss alarm on the event date of 11/23/2022 at 10:50:05.000 or 10:50:05 am. No relevant failed battery tests were noted in the pump history files and traces. Pump alarmed a replace battery alert on the event date of 11/23/2022 at 09:31:00.000 or 9:31:00 am. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, label damage, battery tube threads - cracked, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, and battery cap contact missing. Cosmetic damage was confirmed at the battery compartment. Battery cap contact missing was confirmed. Failed battery test was not confirmed. Unexpected battery power loss and high sleep current were confirmed due to moisture damage on the electronic assembly, moisture damage was confirmed found in the battery tube, pcba 1, pcba 2, force sensor, and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that insulin pump case had cracked along the battery compartment and cap connector seems to be broken. Customer stated that insulin pump was beeping and had replace battery alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.